Event description:
It was reported to globus that a pt has suffered a broken rod at s1-ilium on the right side. Initial surgery took place on (B)(6) 2012, with level of support t10-s1. No revision date has been scheduled as yet.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval, no part number or lot number was provided, and a thorough review could not be conducted. We are unaware at this time if a revision surgery is scheduled. If and when the revision surgery takes place, we will provide a supplemental report.